Event description:
It was reported: pt discomfort. Tibial baseplate removed and replaced. Sulzer was notified of this pt's complaint in 2001. This pt was not confirmed as having a revision surgery until 2002.